Event description:
It was reported that t1 and t2 were deployed simultaneously. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the needle. T2 has been advanced to the needle tip. The actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1. Trigger was cycled and t2 deployed as intended. The device was not returned in the reported complaint of simultaneous deployment. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing t2 to be advanced prematurely to the needle tip.